Manufacturer narrative:
Without the return of the product, it is not possible to determine if damages or defects existed on the product, nor can a root cause or any potential contributing factors be identified. No actions will be taken at this time. The lot number was not provided; therefore, a review of the manufacturing records could not be completed but an engineering evaluation has been initiated to assess for any manufacturing-related processes which could be correlated to the complaint. Invasive procedures involve some patient risks. Although serious complications are relatively uncommon, the physician is advised, before deciding to insert or use the catheter, to consider the potential benefits in relation to the possible complications. The techniques for insertion, methods of using the catheter to obtain patient data information, and the occurrence of complications is well described in the literature. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
Upon an edwards hvt compliance specialist review of medical records for an associated valve complaint, it was discovered that a swan-ganz catheter was reported to have malfunctioned during use in a (B)(6) male diagnosed with "paroxsysmal" atrial fibrillation, probable prosthetic valve endocarditis (despite cultures being negative), and annular abscess. Due to the results of a recent echocardiogram and left heart catheter procedure and his extensive medical history, including s/p coronary artery bypass graft (CABG) x1 vessel with aortic valve replacement (avr) in 2007, it was determined that the patient required further surgical revascularization. On (B)(6) 2018, the patient underwent a redo sternotomy, CABG x2 vessel with avr (using a 23mm edwards bovine pericardial valve), debridement and pericardial patch closure of aortic annular abscess, and drainage of bilateral pleural effusions. At the beginning of the procedure, a left radial arterial line and right neck swan-ganz catheter were placed for monitoring. Multiple vascular access lines were already in place including, a peripherally inserted central catheter (PICC) in the right basilic vein, a double lumen catheter in the right internal jugular vein, and 3 peripheral intravenous (IV) lines throughout the left upper extremity. At the end of the procedure, an intraaortic balloon pump was placed due to the patient¿s marginal hemodynamics when weaned off bypass. The patient was ultimately reported to have tolerated the procedure well ¿considering the situation¿ and was transferred to the cardiovascular intensive care unit (cvicu) post-operatively with drainage tubes in place in the mediastinum and left and right chest cavities. The patient received an unspecified amount of intra-operative blood products. The patient was also noted to have received unspecified amounts of IV cardizem, amiodarone, argatroban, and total parenteral nutrition (tpn) throughout his admission. An operative report dated (B)(6) 2018, states the patient developed a large left pneumothorax and required the insertion of an additional left chest tube. Details regarding the discovery and cause of the left-sided pneumothorax are not documented within the provided medical records. An additional operative record dated (B)(6) 2018 states the patient had a procedure to remove the intraaortic balloon pump and ¿malfunctioning swan-ganz catheter"; however, no mention is made within the provided medical records as to when the swan-ganz catheter failed and/or how it malfunctioned. Additionally, the operative report does not mention the swan-ganz catheter actually being removed but does state that upon post-operative transfer back to the cvicu, a new swan-ganz catheter was inserted in a new site at the left subclavian vein. Throughout the remainder of his admission, the patient was reported to have developed thrombocytopenia with positive hit panel, another right-sided chest tube placement with continued air leakage from both apical chest tubes, and peg placement for severe post-operative dysphagia and repeated tracheal aspiration. As of (B)(6) 2018, it was determined the patient was stable for transfer to an in-patient rehab center (irc). The plan was for continued rehabilitation with close transitional care follow-up by his designated cardiologist, infectious disease treatment for antibiotics through (B)(6) 2018, referral to cardiac rehab, and follow-up with the cardiovascular surgeon. The suspect swan-ganz catheter is not alleged within the provided documentation to have contributed to and/or caused any of the patient¿s complications, nor caused any patient injury. The model and lot number of the swan-ganz catheter and it¿s availability for return are unknown, as there is no valid contact information for the customer in the records.

Manufacturer narrative:
Reference CAPA-20-00141.